Event description:
It was reported that a lead had high impedances and the patient was experiencing inadequate pain relief despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively with coverage of all pain areas. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/ batch: (B)(6).